Event description:
Patient reported left side concern with the product, "leaked out", and "flat chested on one side. Patient additionally reported "breast cancer"; this event is not device related. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: concern with the product, "leaked out", "flat chested on one side".